Manufacturer narrative:
Cmp-(B)(4). Reported event was confirmed by review of provided photograph. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. The provided pictures show the device is fractured as noted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that threads of the cup inserter broke off and were lodged into the dome hole of the cup and could not be removed. Attempts have been made and no further information has been provided.